Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized for high blood glucose a few weeks ago. Customer stated her blood glucose were five hundred, prior to hospitalization. Troubleshooting was not performed at time of call. No further details provided at time of call.